Event description:
As reported by the edwards field clinical specialist, prior to an tavr procedure, an angio-seal? Vip vascular closure device was deployed within the vessel and caused an occlusion. Vascular intervention was performed. There was no malfunction of an edwards device. The event was due to a closure device failure. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 22-aug-2023 for mw5121114. Correcting procode.